Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has numbness in lower left extremity with stimulation on and off. The sjm representative reprogrammed the system. Reportedly the pt has full coverage but still experienced the numbness. It was reported the physician does not believe the numbness is related to the scs system. Follow-up determined the pt will meet with the physician to determine the next course of action.